Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of mitral valve injury (tissue damage) and worsening mr, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and the reported slda appears to be related to patient morphology/pathology (prolapsed and calcified leaflets). The reported tissue damage appears to be related to procedural conditions and due to the slda, while the worsening mr was likely a secondary effect to the leaflet tear and slda. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other mitraclip (70530u157) is filed under a separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment (slda), torn leaflet and increased mitral regurgitation (mr). It was reported that the mitraclip procedure was performed on (B)(6) 2017, to treat degenerative mr with a grade of 4. Three clips were implanted, reducing the mr to 1-2. On (B)(6) 2017, a follow up echocardiogram was performed and it was found that two clips (70530u157, 70530u145) had torn off of the anterior leaflet, and remained attached to the posterior leaflet (slda). The anterior leaflet was torn and the mr had increased to 4. The patient is currently stable and no further treatment has been planned. No additional information was provided.